Event description:
Pt states that the pump will not prime or bolus. The display screen seems to fade also. This required no physician or hospital intervention. Insulin injections were administered at home. Reference MFR 9616814-2006-00080.